Manufacturer narrative:
Emdr section h6 codes b, c, d updated to reflect results of investigation.

Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2010, this patient underwent an endovascular treatment for an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. A trunk - ipsilateral leg endoprosthesis (pxt281212) was deployed, and its ipsilateral leg was extended by a contralateral leg endoprosthesis (pxc181000). Another contralateral leg endoprosthesis (pxc201400) was deployed as a contralateral limb. As the pxc201400 landed on a tightly curved left common iliac artery, it was reinforced by a cordis palmaz® stent. The final angiography confirmed a type endoleak, which was decided to be monitored and left untreated. The patient tolerated the procedure. (Ref. Mpdcase-(B)(4)) on (B)(6) 2015, reintervention was performed to treat a proximal type endoleak. While securing the left renal flow by using a boston scientific express¿ vascular sd as a chimney graft, an aortic extender endoprosthesis was added to the proximal end of the previously implanted pxt281212. The final angiography confirmed no endoleaks. The reporting physician stated that the proximal type I endoleak was predictable as the patients¿ infrarenal neck length was short and the proximal landing zone was shorter than what was required in the IFU.